Event description:
During the implant procedure, the guidewire could not be removed from the left ventricular (lv) lead. The lv lead and the guidewire were explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of a guidewire stuck in the lead was confirmed. As received, a complete lead was returned in one piece with a guidewire inserted and stuck in the inner coil lumen. Visual examination found polytetrafluoroethylene (ptfe) coating of the guidewire stripped adjacent to the connector pin. X-ray examination noted a damaged inner coil at the connector region. The reported event was isolated to the stripped ptfe coating.